Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down/smartphone: data not provided. Omnipod 5 software app version: data not provided. Operating system: data not provided. Hardware: data not provided. Cgm sensor type: data not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
An unspecified needle mechanism failure was reported after an unspecified duration of pod wear. The reported failure was associated with elevated blood glucose levels of 203mg/dl. The status of the pink slide and cannula upon pod removal were unspecified.